Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, a likely cause for the malfunctions was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the uretero-reno fiberscope exhibited big chips and threads exposed on a-rubber glue, and increased diameter of the a-rubber. There was no patient involvement.